Event description:
Pt had nipride infusing per IV pump. IV pump alarmed failure. Pt had an increase in blood pressure and heart rate and experienced increased bleeding around mediastinal tubes. Rn administered narcotics to control pt's bp until another pump was obtained and nipride drip was resumed. User error in placing tubing in pump found on in-house evaluation.